Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 295 mg/dl. The customer is experiencing symptoms of nausea, very thirsty and got sick to her stomach. The customer was treated with pump and injection. The customer was admitted to the hospital. Customer's blood glucose at time of 911 called was 379 mg/dl. The customer was treated with insulin injection and blood glucose is down to 157 mg/dl. The customer was advised to call helpline for troubleshooting and follow up with the doctor. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion.